Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na), potassium (k), calcium (ca), and chloride (cl) results, which were generated by unicel dxc 600 pro chemistry analyzer. Samples were repeated on a second analyzer and the results were higher. An amended report was issued. The erroneous results were reported out of the laboratory. Patient treatment was not impacted based on low ise results.

Manufacturer narrative:
The ise system is calibrated every 24 hours and qc samples are run every 8 hours. Qc results were within the lab's established range. The field service engineer (fse) troubleshoot the system and cleaned gel from the flow cell. No further calls were received in regards to this issue. A clear root cause has not been identified for this event.